Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during implant the surgeon modified the bend relief (br) with slits and 2.8mm punch to avoid plastic ribs, but when securing the br into place it separated into 2 pieces. The br was replaced with a standalone unit from the shelf.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a damaged outflow graft bend relief could not be confirmed as the bend relief was not returned for evaluation and no pictures were submitted. Multiple attempts for additional information, including product status, were sent to the customer; however, no further information has been provided at this time. Relevant sections of the device history records for the outflow graft, lot number 9006767 and bend relief, lot number 8806701 were reviewed and showed no deviations from the manufacturing and quality assurance specifications. There were no ncmrs (non-conformance material report), or re-works related to the reported event. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 5 of this IFU contains instructions for unpacking and preparing the sealed outflow graft. Section 5 also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.